Event description:
It was reported when using the bd microfine plus¿ pen injector needle, the device experienced the pen needles inability to detach. The following information was provided by the initial reporter. The customer stated: after use , the patient attempted to detach the pen needle but could not detach it because it was tight. The clinic staff contacted the patient to check the subsequent situation, the patient stated that the pen needle could be detached. The patient will bring the affected product at the next visit to the clinic.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd microfine plus¿ pen injector needle, the device experienced the pen needles inability to detach. The following information was provided by the initial reporter. The customer stated: after use , the patient attempted to detach the pen needle but could not detach it because it was tight. The clinic staff contacted the patient to check the subsequent situation, the patient stated that the pen needle could be detached. The patient will bring the affected product at the next visit to the clinic.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.